Event description:
It was reported that during a selenia dimensions procedure on (B)(6) 2023, the c-arm kept moving after the technician released the switch foot pedal. A field engineer examined the equipment and determined that the foot switch needed to be replaced. The system met the manufacturer´s specifications. No harm to the patient or staff reported. No other information available.